Manufacturer narrative:
Unique identifier is unknown. No information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. No external damage. There was an invalid syringe size alarm in history. Customer stated problem could not be verified. Size was in calibration and pump worked good when testing syringe. The root cause of the reported issue could not be determine. Replaced size pot as a preventative measure, part was over 10 years old.

Event description:
It was reported that there was a barrel clamp problem and the pump will not read syringes size. No patient injury was reported.